Event description:
The manufacturer received information alleging a patient using the ventilator, the patient had a change in their level of consciousness and the spontaneous respirations were lost. The patient required to be placed on a different device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient using the ventilator, the patient had a change in their level of consciousness and the spontaneous respirations were lost. The patient required to be placed on a different device. The device was returned to the manufacturer for evaluation and the customer¿s complaint could not be duplicated or confirmed. The device was found to operate and alarm as designed.